Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high reticulocyte (retic) results generated by coulter lh750 hematology analyzer for one patient sample without an instrument generated flag. The erroneous results were not reported out of the laboratory. Previous testing on an alternate lh750 instrument (serial number (B)(4)) produced a lower result with "r" flag. Repeat testing was performed on the questioned instrument and produced erratic results again . Manual count performed at a reference laboratory produced a reticulocyte result consistent with the flagged result from the alternate lh750, and the result was considered correct. There was no report of death, injury, or change to patient treatment. R flag: review the result. Special handling is required for editing a result flagged with r.

Manufacturer narrative:
Controls were run before and after the incident and the instrument is performing within specifications. The raw data file provided for this customer feedback (cf) was run in cd mode and does not match any of the provided printouts. Raw data corresponding to the printouts has been requested, but not received to date. The root cause for erroneous results is unknown.